Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed that cgm readings were inconsistent both high and low. The patient reported the following discrepancy: cgm was reading at 40 mg/dl and blood glucose meter was reading at 90 mg/dl. The patient reported use of acetaminophen which is a contraindicated product. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries. The device is not indicated for us in pediatric patients.